Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer resolved the issue by replacing the cartridge, and the pump resumed normal operation.